Event description:
The following information was received from (B)(4) and is a spontaneous report by a consumer, baxter employed representative with supplemental information by a nurse from the (B)(6) of bacterial peritonitis in a male patient (B)(6) coincident with dianeal pd4 ambuflex bag therapy. On (B)(6) 2012, the homechoice patient (hp) was hospitalized with a diagnosis of peritonitis. The hp stated that he believed the caused of the peritonitis was the catheter being clogged. Upon follow-up with the peritoneal dialysis registered nurse (pdrn), she medically confirmed the case. The stated cause of the peritonitis on the initial follow up with the pdrn was touch contamination (this was later amended to unknown). On (B)(6) 2012, the hp was treated with vancomycin (dose, frequency and route were not reported).the hp was re-trained on proper aseptic technique. On (B)(6) 2012, dianeal therapy was discontinued, the hp's pd catheter was removed and he was switched to hemodialysis. Product surveillance contacted the pdrn on (B)(6) 2012 to obtain additional information regarding this peritonitis event. In the previous phone call with (B)(4) the reported cause of this event was a touch contamination. When asked where the touch contamination occurred, the pdrn stated that the hp had denied that any use error occurred. The pdrn stated that the hp is unsteady with his hands and he has had peritonitis on multiple occasions. Based on that information, the suspected cause was a touch contamination, but there was no confirmation that an error occurred. The hp had also reported a clogged peritoneal catheter, but the pdrn stated that his catheter had been functioning appropriately. The cause of this peritonitis event is unknown.

Manufacturer narrative:
(B)(4). This is report 2 of 3 regarding this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A batch review will be performed on suspect lots. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (gd891317, gd890541 and gd889485) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined.